Manufacturer narrative:
Concomitant medical products: patient medications include but are not limited to: aspirin, zoloft, digoxin, coreg, amlodapine besylate, nitroglycerine, novolyn, allopurinol, ipratropium albuterol, calcium, mucinex, symbicort, iron, satalol.

Event description:
On (B)(6) 2012, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprosthesis featuring c3® delivery system. The patient tolerated the procedure. On (B)(6) 2017, follow-up imaging determined an endoleak, the aneurysm diameter was reported to measure 6.8 cm. It was unable to determine if the endoleak was a proximal type I or a type ii endoleak. On (B)(6) 2018, follow-up imaging determined an endoleak persisted; the aneurysm diameter was reported to measure 7.3 cm. It was unable to determine if the endoleak was a proximal type I or a type ii endoleak. On (B)(6) 2018, the patient underwent reintervention. Three angiogram's were performed on the patient however the type and source was inconclusive. A gore® excluder® aortic extender component was placed proximally to extend coverage. Final angiography was unable to determined if the endoleak was resolved. The patient tolerated the procedure.

Manufacturer narrative:
Date of event: corrected/additional information.

Manufacturer narrative:
Additional information.